Event description:
A radiologist alleged that (m) minus density artifacts mimicked kidney stones. The radiologist's verbal report to the referring physician included a comment for the pt to have an ultrasound to check the abdomen and pancreas to rule out stones. Later that day, the same radiologist saw the same artifacts in the same place on another pt's films and realized what he thought were stones in the previous pt's films were artifacts. The radiologist called the referring physician's office and told them the pt did not need an ultrasound.